Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor reader looked like it was leaking. It looked like the battery had been leaking on the base looking rusty. No troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952b, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that the remote monitor was unable to detect the radiofrequency (rf) head; found corrosion on the rf head and the remote monitor pin; found error codes 3230 and 3248 in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.